Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 2 was failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) stated drawer failure was indicated by an icon at the top of the screen, though no item appeared in the recover storage space. The fse contacted the customer and instructed to leave the station on the 'touch to begin' screen, open the back panel, and manually release the drawer using the red emergency button once it started beeping. After closing the drawer and back panel, the drawer appeared in the recover storage space. The system functioned as intended after the field service engineer assisted the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 2 was failed to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.